Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that after a long pause, when switching the roller pump to pause/still mode, the roller pump display went blank. The screen only went blank for a few seconds, so the device was able to be used to complete the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.